Event description:
It was reported that the customer experienced a high blood glucose of 410 mg/dl and the insulin pump would not allow her to deliver a bolus. Customer had a syringe she was using as a back-up plan. During troubleshooting, insulin exited the tubing during manual prime and no air or leaks were found. Customer stated that the bolus history was not consistent with her bolus. Customer was advised to program a normal bolus. It was verified that the bolus appeared in the history. There were 6.2 units of active insulin shown. It was advised that this may be the reason the insulin pump would not allow her ot give a manual bolus, to prevent stacking. Customer did not have a tubing clamp to perform high pressure test. She was advised to change the entire set, reservoir, and insulin. The cannula was neither bent nor occluded upon removal of infusion set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.